Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer was in the emergency room and then hospitalized due to high blood glucose and diabetes ketoacidosis on (B)(6) 2019 with blood glucose of 458 mg/dl. The customer was treated with the insulin injection. The customer was not using the insulin pump within 48 hours of reported high blood glucose. The customer experienced the vomiting. The customer reported that the insulin pump had insulin flow block alarm however changed the infusion set and the cannula was bent. The auto mode was not active. The device will not be returned for the analysis.